Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. The history log for this device shows the pad-pak was first installed on the 23rd july 2010 and performed to specification, alongside random manual power ups, up to the (B)(6) 2016. The device records multiple manual power ups mainly of ten minutes duration between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the measurements taken during the investigation would confirm a failing membrane. The green status led was observed to be lit in time with the pad-placement leds. This is a further symptom of membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.